Event description:
The device's audible alarm was not functioning while in pt use. The pt was reported to be a post polio, non ventilator dependent pt that used the device for support while awake via mouth piece only on an "as needed" basis. When not utilizing the device the pt spontaneously breathes room air. No harm was reported. Service evaluation confirmed the alarm failure. The power switch was replaced to correct the problem. Visual corrosion was evident on the power switch. Review of the service history shows that the device has not received preventative maintenance service since 2001 despite manufacturer recommended annual maintenance. Customer was made aware of recommended preventative maintenance schedule.